Manufacturer narrative:
Date received by manufacturer: 25sep2019. Date of report: 27sep2019. The manufacturer¿s field service engineer (fse) remotely confirmed the reported battery not charging, and the green led in power switch with unit not running issues. The fse advised to check for good steady power out of the power supply. If a steady power supply is provided and the unit continues to malfunction, the fse suggested replacing the (pm pcba) power management printed circuit board assembly. The customer ordered and replaced parts. The unit was working following repairs and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported battery not charging, and the green led in power switch with unit not running. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23sep2019.

Event description:
The customer reported battery not charging, and the green led in power switch with unit not running. There was no patient involvement.